Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Reportedly, customer overcorrected via bolus delivery for a prior bg level. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.